Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device main keypad assembly and the reported issue was not duplicated anymore. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was the main keypad assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation of the device, physio determined that the device would not defibrillate when the shock button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Additional information: physio-control further evaluated the returned main keypad assembly, no issues could be observed with the keypad and thus no further root cause could be determined. Corrected data: section h10 additional mfg narrative of the initial medwatch report indicated: physio-control evaluated the customers device and verified the reported issue. Physio replaced the device main keypad assembly and the reported issue was not duplicated anymore. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was the main keypad assembly. Section h10 additional mfg narrative of the initial medwatch report should indicate: physio-control evaluated the customers device and verified the reported issue. Physio replaced the device main keypad assembly and the selector knob (rotary switch) and the reported issue was not duplicated anymore. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation of the device, physio determined that the device would not defibrillate when the shock button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.